Event description:
Per the clinic, the patient experienced pain with the device use. The device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on august 26, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced skin erosion and necrosis at implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted on september 28, 2022.